Event description:
It was reported that the right atrial (ra) lead had high impedance, noise which is reproducible with arm movements, far field r-wave (ffrw) oversensing, and non-capture. It was also reported that the right ventricular (rv) lead had high thresholds and the patient has retrograde conduction when paced in the ventricle. The ra lead will be revised. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4).